Event description:
The patient was revised in 2001 (right knee) (poly only removed) and the poly was found to be uniformly pitted on the articular surface. The patient is scheduled to be revised on the right knee again.